Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, there was an injector malfunction, hence the lens was explanted and replaced with another lens in the same procedure.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage or abnormalities observed. No lens returned. The product investigation could not identify the root cause for the reported complaint "injector malfunction, in & out". The reported complaint is lacking in relevant information such as the type of defect/malfunction observed to complete a thorough investigation. The device was returned with the plunger fully advanced and no lens was returned. Due to this, we are unable to confirm the lens and the plunger position for advancement. No damage was observed to the device. Due to the lack of information, we are unable to verify if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).